Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer had experienced a high blood glucose level of 417 mg/dl on (B)(6) 2017 which they treated with a manual injection. Their current blood glucose level was 360 mg/dl. They had been treating their blood glucose with syringe and the insulin pump. They had contacted their health care professional regarding the high blood glucose. The basal setting had been recently changed. Troubleshooting was performed and insulin exited without incident. It was found that there were bubbles in the reservoir. The air bubbles were successfully removed. They were sent a tubing clamp for the high-pressure test. It was noted that the customer had called back on (B)(6) 2017 to perform the high-pressure test. The insulin pump passed the test. The device will not be returned for analysis.